Event description:
Boston scientific received information that this health care professional (hcp) contacted boston scientific technical services (ts) to report that the patient implanted with this pacemaker was presented to the emergency room following a syncopal episode. Ts commented that the clinical observation of syncope may not be related to the pacemaker as the device was implanted in 1994 and has exceeded the estimated expected longevity. The hcp did not have access to the model 2035 programmer needed to interrogate the device. The hcp was planning to contact the local representative. Event analysis received information from the local representative that a follow up call to interrogate the device was not received.

Manufacturer narrative:
Available information suggests that this device remains implanted at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.